Event description:
It was reported that the patient heard an alarm sounding for a few days. It was also reported that the right ventricular (rv) lead had high impedance, impedance spikes, low sensing value, oversensing, noise and an apparent fracture. Due to unrelated medical issues, the decision was made to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace impedance trend data show various spike increases for max rv pace = 416 to 1248 ohms peak between (B)(6) 2012.